Manufacturer narrative:
Report 3012293198-2018-00002 is associated with argus case (B)(4) biotene moisturizing mouth spray (2013 formulation).

Event description:
Dyspnoea [dyspnea]. Oropharyngeal pain [oropharyngeal pain]. Case description: this case was reported by a pharmacist via regulatory authority and described the occurrence of dyspnea in a (B)(6) -year-old male patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for product used for unknown indication. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced dyspnea (serious criteria clinically significant/intervention required), oropharyngeal pain and exposure via inhalation. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the dyspnea, oropharyngeal pain and exposure via inhalation were unknown. It was unknown if the reporter considered the dyspnea and oropharyngeal pain to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: the overall case was marked as serious with seriousness criteria 'other medically important conditions'. The overall report outcome was marked as 'unknown'. The route of administration of biotene moisturizing mouth spray (2013 formulation) was marked as 'buccal'.